Event description:
It was reported an angio-seal sts device was used to seal the arteriotomy site post percutaneous procedure during the month of december 2005. Approx 20 minutes post procedure, the patient experienced a hypotensive episode. The patient underwent surgery to repair a retroperitoneal bleed. The physician stated the groin puncture was a "high stick".